Event description:
The customer reports: during flushing a leak of the cvc was noted the cvc was removed and replaced.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc kit with multiple components. The catheter will be reviewed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the catheter body. Visual examination revealed a large gash starting at the juncture hub and travelling in a straight line down the catheter body. Microscopic examination confirmed the defect. The edges of the gash appeared consistent with damage due to contact with sharps. After failing functional/additional testing, a large hole was observed on the gash line. Visual examination also revealed that the dilator was defective. The gash in the catheter started on the juncture hub and travelled in a straight line down the catheter body. The total gash length measured approximately 59mm. The catheter body length from the juncture hub to the distal end measured 318mm, which is within the specification limits of 307mm-327mm per the catheter product drawing. A leak test was performed on the catheter. With the distal end occluded, water was injected through each extension line. When injecting through the distal lumen, water was observed leaking out of several locations along the gash. No leaks were observed when injecting water through the proximal and medial lumens. A lab inventory guide wire was passed through the distal end of the catheter. Minor resistance was observed due to dried biological material. Once reaching the location of the gash, the guide wire was observed exiting out of a large hole that was coincident with the gash. This hole measured 30mm from the juncture hub. Likewise, the hole measured 34mm from the proximal starting point of the gash. The guide wire was then passed through the proximal end of the catheter (distal extension line). Once again, the guide wire exited out of the hole on the catheter body. A long pin gauge was inserted through the catheter. Dried biological material was observed exiting out of the catheter body. After clearing the catheter of all blockages, the guide wire was able to pass completely though the catheter. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "to minimize the risk of cutting catheter, do not use scissors to remove dressing." The IFU also warns, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report that the catheter body contained a leak was confirmed through complaint investigation of the returned sample. Visual analysis revealed a large gash traveling in a straight line down the catheter body. When injecting water through the distal lumen, several leaks were observed along the gash line. The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the customer's comments that the damage was observed on the catheter after removing the guide wire, the probable cause is likely unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Additional information requested, but not received at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: during flushing a leak of the cvc was noted the cvc was removed and replaced.